Event description:
It was reported that during port removal procedure, the catheter was allegedly found to be partially fractured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A compound break was noted at approximately 6.7cm from the distal end of the cath-lock. The edges of the compound break on the attached catheter were noted to be uneven and the surface was noted to be round and smooth on both break regions. A small split was noted in one of the break regions. Upon infusion, a leak from the compound break on the attached catheter was observed. In addition to the returned physical sample, two electronic photos were provided for review which shows a partial compound break on the catheter body. Therefore the investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 03/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, the catheter was allegedly partially fractured. Reportedly, the device was completely removed from patient . There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. D4 (expiration date: 03/2023). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.